Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a macroplastique injection and cystoscopy on (B)(6) 2011.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced dysuria, urgency, frequency, and urinary tract infection. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat stress urinary incontinence. Due to pain, dyspareunia, infections and urinary incontinence the patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
Previous medical history: asthma, morbid obesity, spinal stenosis hyperlipidemia hypothyroid hypertension, dyslexia past surgical history: tonsillectomy with adenoidectomy tubal ligation in 1994, carpal tunnel release in 1989, left knee arthroscopy, smoker on (B)(6) 2012, was reported that patient has adhesions and needs hysterectomy, the patient underwent a surgical mesh removal on (B)(6) 2012. From (B)(6) 2011 to (B)(6) 2012 : the patient reports urinary incontinence, constipation, vaginal pain and had multiple bladder surgeries that have failed. No additional information is provided at this time. (B)(4).